Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: verbiage received, "the past 3-4 months has shown decreased wbc values - 60% percent of daily count. Wondering if there are any issues with the lot number, which could present us with these lost values. Ran qcs and recalibrated the instrument and there are no issues with the instrument."

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: verbiage received, "the past 3-4 months has shown decreased wbc values - 60% percent of daily count. Wondering if there are any issues with the lot number, which could present us with these lost values. Ran qcs and recalibrated the instrument and there are no issues with the instrument."

Manufacturer narrative:
H.6. Investigation: bd received 10 customer samples for investigation. Customer samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot (customer) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of customer samples indicated that the edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.